Event description:
It was reported that a patient had their vns system explanted due to protrusion of their leads. Additional information was received from the patient's surgeon reporting that the patient's vns was not explanted, but that the patient had a procedure in (B)(6) 2025 to drain fluid from their incision site due to an infection. Further clarification was received from the patient's physician reporting that the patient did in fact undergo explant of both the generator and lead, but in (B)(6) 2026 due to a sperate instance of infection with an associated extrusion of their leads. It was reported the patient picked at their incision site. Device history records for the patient's generator and leads were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. This report will capture the information regarding extrusion of leads with associated infection. The drainage procedure that was performed at the generator site due to a separate instance of infection is captured in MFR. Report# 1644487-2026-10471. No additional relevant information has been received to date. The explanted products have not been received by the manufacturer to date

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.